Event description:
According to legal documents, the pt was burned on the right anterior thigh, where the wire from the grounding pad had been, while undergoing an amputation of the left leg. The documents indicated that the grounding pad was believed to be manufactured by valleylab, although the model number was not provided.